Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector cover packing. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up/ down directions did not meet the standard value, due to wear of suction cover packing the water tightness was lost, the suction cylinder had no color, the label on the scope connector was damaged, due to a scratch on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, the plastic distal end cover had a crack, the connecting tube had a buckling, and the universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had an angulation issue. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and a brownish and greenish foreign material was found at the bending section cover rubber adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.